Event description:
Philips received a complaint on the v60 ventilator, indicating that the there was no power and the device was not turning on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips biomedical engineer (bme) went to the customer site and confirmed the issue. After performing troubleshooting, the bme found that the devices power cord was bad. In a good faith effort (gfe) response received on 02/14/2023, the bme confirmed that the issue was resolved by replacing the power cord with a hospital grade power cord from the hospitals stock. The defective power cord was disposed of. The bme also confirmed in the gfe response that there was no patient harm and that the device was not in use at the time the issue was discovered. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.